Event description:
The jaws on the da vinci prograsp forceps from da vinci chest tray #1 would not open/the hinge was broken. This resulted in opening an additional prograsp forceps for the procedure.